Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 338910.

Event description:
A report was received that the patient was experiencing infection at the upper thoracic incision site wherein the lead was located. Symptom of purulent drainage from incision and redness were noted. The physician believed that the cause was not device related and also the physician could not determine if it was procedure related. The patient was placed on intravenous antibiotics. The patient underwent on an explant procedure.

Event description:
A report was received that the patient was experiencing infection at the upper thoracic incision site wherein the lead was located. Symptom of purulent drainage from incision and redness were noted. The physician believed that the cause was not device related and also the physician could not determine if it was procedure related. The patient was placed on intravenous antibiotics and will undergo a lead explant and ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead explant procedure.

Event description:
A report was received that the patient was experiencing infection at the upper thoracic incision site wherein the lead was located. Symptom of purulent drainage from incision and redness were noted. The physician believed that the cause was not device related and also the physician could not determine if it was procedure related. The patient was placed on intravenous antibiotics and will undergo a lead explant and ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing infection at the upper thoracic incision site wherein the lead was located. Symptom of purulent drainage from incision and redness were noted. The physician believed that the cause was not device related and also the physician could not determine if it was procedure related. The patient was placed on intravenous antibiotics and will undergo a lead explant and ipg replacement procedure.